Manufacturer narrative:
Additional information received on 3 april 2017 and includes: 4 monoaxial screws and one tlif cage were inserted easily; spondylolisthesis was reduced with the placement of the cage. Pre-bent rod (45mm) was selected and placed in situ. The surgeon requested a reducer to insert the cap. It was possible to connect the instrument (one- step reducer enhanced version - green handle) to the head of the monoaxial screw but it was really hard to squeeze the handle and it was not possible to close it. The instrument worked properly outside the patient. Soft tissues were checked; distractor were replaced but without any difference. All 4 screws gave the same matter, even the less angled one. The second one-step reducer gave the same problem. The surgeon didn't want to use the two-step reducers. Final locking was performed in free hand for all the four screws, by using a different instrument. Batch review performed on 24 april 2017. Lot 1653242a: (B)(4) items manufactured and released on 09 february 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During the rod reduction step, the instrument was correctly engaged on the head of the monoaxial screw, but it was not possible to close the handle for reduction. The same matter was noticed on all 4 screws, 2 instruments involved. The handle of the instrument moved correctly outside the patient. Soft tissues were properly retracted and double checked, but no way to work inside. It was registered 1 hour of delay.

Manufacturer narrative:
On 28 april 2017 the (B)(4) performed a visual inspection of the retrieved items and commented as follows: the surgeon tried to use the one step reducer instrument with monoaxial screws, and reported impossibility to operate the handle and perform reduction. The instrument is designed to couple to the implant's head (pedicle screw head) in order to push the rod in position in case of limited reduction (max 12.5mm) required. The reduction is achieved by operating the handle of the instrument. With polyaxial screws, the engagement between the instrument and the implant is facilitated by the mobility of the screw head. With monoaxial screw, the coupling of the instrument might be slightly less easy. However, once the instrument is properly coupled, it can be safely and effectively operated. The two instruments involved in the complaint were inspected and resulted functional and free of defects/ damages. They were then tested on a monoaxial screw assembled on a saw bones model, positioned to create the need of rod reduction. The reduction could be achieved without any problem or limitation, with both instruments. Afterwards, the same test was repeated by intentionally placing the instrument in a wrong engagement to the tulip. In this case, the handle is prevented from operating. However, after some manipulation, it was possible and easy to let the instrument engage properly the implant and then complete the reduction. As a conclusion, it can be assumed that the event (= impossibility to operate the handle) occurred because of incorrect engagement instrument-implant. Potential causes of incorrect engagement are: the rod is offset from the screw plane. The rod and screw are not aligned. Required reduction distance > 12.5mm. In all cases, it is theoretically possible to solve the issue by manipulating the implant/instrument or by using alternative instruments (e.g. Two step reducer). It has to be noted that, in this surgery, the surgeon refused to use the alternative instrument. It has also to be noted that the potential difficulty of engagement between instrument and implant is inherent to the concept of mono-axial screw, which by definition have a fixed head and therefore needs to be aligned to the rod before trying to reduce the rod itself into the screw head.